Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2004 and mesh was implanted due to sui. It was reported that following insertion the patient experienced urinary problems, vaginal scarring, infection and other unspecified issues. It was reported that the patient underwent release of vaginal sling on (B)(6) 2011 due to urinary retention and symptoms of interstitial cystitis. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted concurrently with anterior and posterior repair due to bladder prolapse and rectal prolapse with incontinence. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.